Event description:
It was reported that the device had error code 110.6021. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The state of pcu failure ala3 - alarms - error codes / messages - error code 110.6021 was confirmed. On 08/28/2025, the pcu was received unboxed and with paperwork. Reported pcu detected error code 110.6021 (akb_ss = 110, keyboard_failure = 6021 during the device check in process was confirmed. However, error 110.6021 could not reproduce after the device was disassembled and re-assembled for internal inspection. Unknown root cause. The pcu was set to stay on power for a couple days. No failure observed. The pcu will be returned to bd san diego repair center for normal processing. No repair is required. Failure investigation report will be attached to salesforce. Bd workmanship. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 110.6021. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.